Manufacturer narrative:
On 09 november 2016 the r&d project manager performed a visual inspection of the retrieved item and commented as follows: the bayonet drill was broken, the cause of the breaking might be an excess of flexion during its use. The instrument will be shipped to the manufacturer for an in-depth analysis. On 14 november 2016, medacta (B)(4) sent the retrieved instrument to the manufacturer for further investigations.

Event description:
When the surgeon was preparing to drill for a screw in the acetabular shell, the drill bit broke at mid shaft. The surgeon used a secondary bit which was used to complete the surgery. No pieces fell into the patient. The surgery was completed successfully. Instrumentation is available.

Manufacturer narrative:
On 05 december 2016, the manufacturer provided the final report of the analysis performed on the involved item and reported as follows: document review batch released on date: 22/09/2014. No. Of pieces released: (B)(4). All the steps, according to our routing sheet and relative drawings, have been performed correctly as well as the dimensional and functional controls. We have received other complaint for this batch. There aren't non conformity elements in the document review. Inspection: we have already received complaints for this code. The dimensions of the device are conform to applicable specification. The rupture was analyzed at the microscope and there aren't signs of cracks on the material. Conclusion we suppose that the rupture could be caused by a drill flexion during the use which led to the drill breakage.